Event description:
The procedure was being performed on an (B)(6) female oncology pt. During insertion into the pts right subclavian, the spring wire guide could not be removed. As a result, but the catheter and wire were removed as one and another kit was used. The MDR # 3006425876-2012-00103 for the second kit used on the pt.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Follow-up report will be filed if additional info becomes available.